Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information reported the event date was (B)(6) 2007. Interrogation of the device resulted in possible connection issues. It was noted that this was not verified during follow up. The physician stated the jolting sensation was most likely due to connection issues. The event was noted as related to the device or therapy and unlikely related to the implant procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that there were generator connection issues.

Event description:
It was reported the pt noticed "some" jolting sensation around the stimulator site and in the back. The pt also had pain in the back and leg. The stimulator was interrogated, and the battery was depleted. A few days later, the stimulator was replaced, and the pt recovered without sequela.